Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the touchpad on the surgeon side console (ssc) was inoperable due to a software push after a manual update. The procedure was converted to another davinci system with no reported injury. On 14-dec-2020, an intuitive surgical, inc. (Isi) field service engineer (fse) provided additional information about the event: the surgeon side console (ssc) was "glitching" due to the p9d software that was pushed remotely to the system, however, this system was already in p9d. As a result, this rendered the touchpad inoperable and created constant soft errors. This ssc could not be swapped for the other ssc because, the other ssc was part of the system that was still in p9c. For this reason, it was decided to change to the other da vinci robot system completely. The other system was free to use.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Software (dut- p9d) was updated to resolve the problem and the surgeon side console 6.5" touchpad was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touchpad involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported failure. When the touchpad was installed on an in-house xi system, the software issue was confirmed. After fa reprogrammed the touchpad, multiple power cycles were performed . No further issues occurred and no errors were observed. The touchpad was found to be fully functional.